Event description:
It was reported that a user awoke to a high glucose alert and observed a glucose value of 381 mg/dl on the ilet, with elevated glucose for about 30 minutes; the agent advised a confirmatory fingerstick and recommended a supply change, which the user declined in favor of awaiting algorithmic correction. Symptoms included no reported clinical symptoms. Outcomes included no reported injury, medical intervention, or hospitalization. Investigation included user troubleshooting and education provided by the agent. Investigation of this case revealed that the cause of the hyperglycemia was unclear, and no device malfunction was identified during the call. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.